Manufacturer narrative:
Correction: results and conclusion should have been populated in original report.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during visual analysis. Visual analysis found burn marks on transmitter.

Event description:
This report is to advise of an event observed during analysis.